Event description:
It was reported that while using the bd vacutainer® push button blood collection set that there was difficult to activate safety feature the following information was provided by the initial reporter: hazard, injury or erroneous results? Yes hazard, injury or erroneous results details per customer, the safety mechanism did not engage creating a safety issue for the clinician. Sm 367342_3072090 safety mechanism did not engage.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated: b5. Describe event or problem: it was reported that after using the bd vacutainer® push button blood collection set there was difficult to activate safety feature and the phlebotomist was exposed to blood. The following information was provided by the initial reporter: specimens did not need to be recollected; the safety failed to engage after the collection of specimens . The phlebotomist was exposed to blood and received post exposure testing. D10: device available for eval: yes, date available: 17-july-2023, h1: type of reportable events: serious injury. H.6 investigation summary: bd had received 200 customer samples for review and analysis. 30 of the 200 customer samples were randomly selected and subjected to retraction lockout testing. All samples passed testing as they were able to be activated properly with no evidence of retraction failure or exposure. Therefore, this complaint cannot be confirmed based on the customer sample retraction lockout testing results. Bd is unable to confirm the customer¿s reported failure mode of does not retract based on customer sample testing analysis. Bd is unable to confirm the customer¿s reported failure mode of exposure based on customer sample testing analysis. Based on a review of batch records, no root cause from manufacturing was identified as a contributor. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint is unable to be confirmed for the indicated failure mode [xx]. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that after using the bd vacutainer® push button blood collection set there was difficult to activate safety feature and the phlebotomist was exposed to blood. The following information was provided by the initial reporter: specimens did not need to be recollected; the safety failed to engage after the collection of specimens . The phlebotomist was exposed to blood and received post exposure testing.